Event description:
Healthcare professional reported "deflation" and "recalled" against left device. The device remains implanted.

Manufacturer narrative:
Email - (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "recalled" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Deflation: not observed. Additional observations: crease fold is observed. Yellow particles on the shell are observed. Total delamination of plug strap disk shell assessed as adhesive failure. No further actions are required as the device was implanted."